Event description:
One of the arms of the overhead counterpoise system fell off the center post. The technologist was positioning the injecter mounted on the arm at the time. The arm hit his shoulder and came to rest at the bottom of the table. The table was extended towards the head end, keeping the pt out of the way.